Manufacturer narrative:
On 06 july 2016 it was prepared a final report with the information already submitted in the initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral stem revision in cementless tha 8,5 years after primary. Progressive distalization of load transfer and developing radiolucent proximal lines, with bone remodeling and final loosening. This a known, possible complication of primary tha. All components from the radiograph look correctly implanted. Root cause cannot be determined. On 09 may 2016 (B)(4) provided a manufacturing process review on the (B)(4) products involved in this complaint (ceramic liner ø 32 / c, code 38.49.7187.675.20, lot. 405376; and ceramic ball head 12/14 ø 32 size s -4, code 38.49.7172.045.27, lot. 435232) and commented as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. Batch review performed on 09 may 2016. Lot 060557: (B)(4) items manufactured and released on 22 june 2006. Expiration date: 2011-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc acetabular shell ø 48, code 01.26.48mbt, lot. 071149 (not marketed in USA), (B)(4) items manufactured and released on 12 july 2007. Expiration date: 2012-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision 8 years and 6 months after primary surgery due to thigh pain.